Manufacturer narrative:
The valve was returned for evaluation. The investigation of the returned valve did confirm the problem reported by the customer. The lot number was ckmcnz, serial number (B)(4), product code 82-3834. The position of the cam when valve was received was 40mmh2o. The valve was irrigated with purified water; an occlusion was noted at the inlet of the ruby ball. Therefore a fine needle was inserted into the flow opening of the valve inlet under the ruby ball and its seat, the ruby ball was manually popped free from its stuck position using light force. The valve was irrigated again, no occlusion was noted. The valve was dried. The valve was leak tested and no leaks were noted. The valve was reflux tested, the valve passed the test. The valve was tested for programming and the valve failed the test, during the programming process the cam mechanism did not move. The valve was then pressure tested; the valve passed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. Review of the history device records confirmed the valve, product code 82-3834 with lot number ckmcnz, conformed to the specifications when released to stock on the 17th november 2009. The root cause of the problem found during investigation is due to biological debris found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. No corrective action is needed based on the results of the evaluation. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
Sales rep. Called and informed that: "patient was admitted to the emergency room with enlarged ventriculars, and complaining about headaches. Surgeon believed that the valve was obstructed, and he decided to revise it. Same type of valve was implanted (p/n 82-3834). The new implanted valve was set at 100mm h2o. Patient is okay now. Surgeon would like to receive the investigation results".

Manufacturer narrative:
Upon completion of investigation a follow up report will be filed. Device is under investigation.